Event description:
It was reported that the patient experienced difficulties to inflate and deflate this inflatable penile prosthesis (ipp). It was said that the anatomy of the patient did not allow the device to inflate and deflate; also, the patient experienced previous scar tissue from a priapism. The pump and cylinders were removed and replaced with new ones. There were no additional patient complications reported.